Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call beep anomaly on the insulin pump. Customer's blood glucose level was 84 mg/dl. Troubleshooting for beep anomaly was performed. Customer advised the alarm is light and the vibrate mode is not functioning properly. Customer advised they were unable to hear the beeps and vibration. Customer failed the self-test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The back light functioned properly and the pump passed the self test. No backlight or vibrator anomaly was noted. The audio/beep alarm functioned properly when the pump was programed to alarm threshold suspend. No audio/beep anomaly was noted during testing. No cosmetic damage noted.